Event description:
It was reported that the device's safety latch is malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The record has been update to reflect the now known device information. However, it was found that this record is a duplicate of an existing record. As such, this record will be closed as a duplicate.

Event description:
There is no new information to report.